Manufacturer narrative:
The device was returned to verathon for evaluation, upon receipt it was noted the monitor did not have a battery and needed to be connected to the main power to function. A test baton was connected to the device, the monitor displayed an image as expected, the reported failure could not be duplicated. The device was tested and returned to the customer.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope video monitor, the monitor did not produce an image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.